Event description:
The customer was hospitalized for high bgs. In addition the customer had an alarm. It was indicated that the customer noticed the connection from tubing to the reservoir fits loose. A fixed prime test was performed and passed.